Manufacturer narrative:
Updated fields: b4,d9,g6,h2,h3, h6(type of investigation, investigation findings, investigation conclusions, component codes),h11 a field service engineer (fse) arrived on site to perform planned maintenance. Based on the information provided by the fse, the message appeared on the device related to system overheating. The patient was connected during the message, but no harm or injury was reported. The device has been fixed during preventing maintenance and the installation of the kit included in the fsca. The fse replaced temperature sensor during preventive maintenance, and the 2 fans, 4 heatsinks and thermal pad during the fsca. No extra parts were replaced. Functional and safety check were performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use that the cardiosave intra-aortic balloon pump (iabp) had a system overheating message. There was no harm reported.